Event description:
It was reported that the lead was explanted due to dislodgement that was seen on x-ray. Impedance of greater than 2000 ohms and no sensing were also observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found; full lead was returned for analysis.